Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed a broken y-connector. The reported condition was verified. The cause of the condition was determined to be manufacturing related and was due to a material issue in the y connector. No functional testing was performed on this sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set "broke at the side port". This was noted during prime. There was no patient involvement. No additional information is available.